Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition of the locking mechanism not functioning was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, a visual and functional assessment was performed which found that the device ran in the safety position (device was power broken, and it failed the safety test). It was observed that the inner hose was broken. It was further determined that the lock cylinder and the pawls release were damaged, causing the device to run in the safety position. It was also found that the inner hose was broken, causing an air leak near the handpiece. It was determined that the issue associated with the damaged locking components was consistent with trying to run the device in the load position or by pushing on the disconnect sleeve while the device was running. It was further determined that the issue related to the broken inner hose was consistent with normal use over time. The assignable root cause was determined to be due normal wear out from use. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during service and evaluation, it was determined that the motor device ran in the safety position (device was power broken and failed the safety test). The device was initially returned to (B)(6) because the locking mechanism was not functioning. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2018. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.